Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, d4, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-apr-2022 to 20- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a database access issue. A technical support specialist uninstalled the windows update and reimaged the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system had database access issue. The system displayed an unexpected database error, preventing login. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device had a database access issue, preventing user log in to the station. A technical support specialist uninstalled the windows update and reimaged the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has database access issue, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.